Event description:
It was reported that the device's top case was damaged. During device evaluation it was found that the device had a motor rate error during occlusion testing. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: the reported problem for "top case was damaged" confirmed. Found top case cracked in several areas, v1.6.5 firmware installed with e87e configuration. Found plunger and plunger tube to be loose. Tamper seals are missing. Multiple motor rate errors occurred during occlusion tests, and travel reverse error was found in alarm history. Inspection of internal components found worn clutch pack, leadscrew, worm gear and worm coupling. Replaced clutch pack, leadscrew, worm gear, worm coupling, thrust bearing and top case. Re-torqued screws for plunger and plunger tube. Recalibrated all sensors and installed standard 1a12 configuration. Device passes all functional tests. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.